Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that ¿patient was experiencing groin pain. Dr removed the cup and replaced it with a adm cup # 1235-2-542. X-rays and op records confidential to the patient.¿